Event description:
The customer reported overload fault and overvoltage fault error messages. This caused the system to shut down, resulting in a loss of imaging functionality. This could result in the delay or cancellation of a procedure. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The generator drive board, filament drive board, snubber board, high voltage supply regulator, and the x-ray tube were replaced during the service call. The system was tested and found to be working as intended and put back into service.